Event description:
It was reported that while using the bd rodac¿ snap lid trypticase¿ soy agar (tsa) w lecithin & polysorbate 80 that there was biological contamination. The following information was provided by the initial reporter: customer reported biological contamination for the product 215285. Lot#2182524 and #2210907. Non-viable gram-positive cocci were identified by customer's qc for both batches.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2022-01465 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction. H3 other text : see h.10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd rodac¿ snap lid trypticase¿ soy agar (tsa) w lecithin & polysorbate 80 that there was biological contamination. The following information was provided by the initial reporter: customer reported biological contamination for the product 215285. Lot#2182524 and #2210907. Non-viable gram-positive cocci were identified by customer's qc for both batches.